Event description:
Resident's death was determined to be of natural causes and not due to asphyxiation. The medical examiner states that due to the relaxed state of the resident's body, when the bed went into lateral rotation, it was enough to turn pt over their stomach.

Event description:
At about 0745 lna entered pt's room to find pt facedown and right arm and leg under siderail on air mattress. Resident was turned over and mattress was deflated. At this time, resident noted to have died. Resident used this mattress for wound healing. Mattress had lateral rotation feature. During the night shift, there were problems noted that the mattress deflated in the center. Lna's report depressing the "auto-inflate" button which appeared to correct the problem. No written verification that product was evaluated by distributor prior to putting in use at this facility. However, the distributor states the equipment is thoroughly checked prior to delivery.